Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that the no power alarm lasted only a few seconds. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The "no power alarm" was able to sound when both power sources were disconnected. Supplemental testing revealed that the voltage measured at the internal battery (bt1) was 2.747v, inside the nominal range. As a result, the reported event could not be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the hospital and distributor suspect a potential quality issue with the internal battery of the patient's backup controller ((B)(4)). The vad coordinator checked the backup controller on (B)(6) and triggered a no power alarm which only lasted a few seconds. The vad coordinator communicated the findings to the local distributor who tested the no power alarm afterwards using independent methods. The controller was exchanged with no reported patient consequences.